Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 1 mdrs filed for the same event (reference 1825034-2012-01588).

Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2012 for unknown reason. The cr 12mm bearing was removed replaced with an as 16mm bearing.